Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at maximum outputs settings. Furthermore, it was reported that the atrial therapy was disabled and the root cause for the loc remained undetermined. This ra lead remains in service. No adverse patient effects were reported.